Event description:
As a health care professional who is unvaccinated against covid-19 I am subjected to weekly testing to retain my career. Each week I develop headaches after testing and have noticed with each test that a burning sensation increases with each test. I am also 14 weeks pregnant and am concerned about the side effects increasing weekly. FDA safety report ID# (B)(4). .